Event description:
Caller indicated the relion micro meter was reading low. Call was made due to her (B)(6) daughter testing 5 times and was getting very low readings these tests were taken at 12:34 - 31...12:47- 22...12:57 -102... 1:02 - 26... 1:11 - 32 . The only treatment was the school nurse gave her juice to attempt to bring up the blood sugar and even after that the reading was a 26. Customer took test over phone at 1:13pm bg = 20 again at 1:14pm bg = 90. Controls not used.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.